Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in 2 bd luer-lok¿ sterile, single use syringes. The following information was provided by the initial reporter: "we observed a couple of particulates in one of the products we manufacture at our facility. The particulates were segregated from the product and were sent to an external laboratory for identification. The composition of the particulates was identified as follows:a) 1st particulate: pvc-based polymer with calcium carbonate (filler) [size: 220 microns.]b) 2nd particulate: hair - non-human (possibly wool or similar animal) [size: 1155 microns]."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found in 2 bd luer-lok¿ sterile, single use syringes. The following information was provided by the initial reporter: "we observed a couple of particulates in one of the products we manufacture at our facility. The particulates were segregated from the product and were sent to an external laboratory for identification. The composition of the particulates was identified as follows: a) 1st particulate: pvc-based polymer with calcium carbonate (filler) [size: 220 microns] b) 2nd particulate: hair - non-human (possibly wool or similar animal) [size: 1155 microns]".